Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure® device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; b. Foreign body, essure right side of uterus microscopic diagnosis: a. Endometrium, curettage: proliferative endometrium. B. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "damron, shae" and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "damron, shae" and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included hydroxyzine since (B)(6) 2012 for depression and anxiety as well as diclofenac from (B)(6) 2012 to (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Patients received treatments for pain, bleeding, bladder/ urinary prob and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events abnormal bleeding (vaginal), infection, abnormal bleeding(menorrhagia) and pelvic pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; b. Foreign body, essure right side of uterus. Microscopic diagnosis: a. Endometrium, curettage: proliferative endometrium. B. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "(B)(6)" and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "(B)(6)" and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included hydroxyzine since (B) (6) 2012 for depression and anxiety as well as diclofenac (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and allergy to metals ("nickel / copper allergy"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, menstrual disorder, depression, anxiety, dysmenorrhoea and allergy to metals outcome was unknown and the pelvic pain, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Patients received treatments for pain, bleeding, bladder/ urinary prob and migration. Discrepancy noted in date of removal (B)(6) 2013, (B)(6) 2014 and 08-mar-2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: plaintiff fact sheet received. Events added from pfs- nickel / copper allergy. Date of removal were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; b. Foreign body, essure right side of uterus microscopic diagnosis: a. Endometrium, curettage: proliferative endometrium. B. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "damron, shae" and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "damron, shae" and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included hydroxyzine since (B)(6) 2012 for depression and anxiety as well as diclofenac from (B)(6) 2012 to (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Patients received treatments for pain, bleeding, bladder/ urinary prob and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: endometrial curettings; foreign body, essure right side of uterus microscopic diagnosis: endometrium, curettage: proliferative endometrium. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "(B)(6), " and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "(B)(6), " and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included diclofenac from (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina: on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received: events- "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping), the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline", reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on 1(B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; b. Foreign body, essure right side of uterus microscopic diagnosis: a. Endometrium, curettage: proliferative endometrium. B. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "(B)(6)" and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "(B)(6)" and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included hydroxyzine since (B)(6) 2012 for depression and anxiety as well as diclofenac from (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Patients received treatments for pain, bleeding, bladder/ urinary prob and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events abnormal bleeding(vaginal), infection, abnormal bleeding(menorrhagia) and pelvic pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; b. Foreign body, essure right side of uterus microscopic diagnosis: a. Endometrium, curettage: proliferative endometrium. B. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia. Gross description: specimen a received in formalin labeled "(B)(6) ," and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "(B)(6) ," and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included diclofenac from (B)(6) 2012 to (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / migration of essure device location of device: uterine fundus / failure to occlude (close) fallopian tube(s)') and device breakage ('the uterus showed migrated piece of essure coil from the right cornua to the right portion of the uterine fundus towards the midline') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory depression on (B)(6) 2012, pregnancy on (B)(6) 2012, premature delivery on (B)(6) 2012, preterm labor on (B)(6) 2012, multigravida on (B)(6) 2012, chronic hepatitis c on (B)(6) 2012, vaginal discharge, dysuria, fever, abdominal pain, back pain, cerebral hemorrhage, pain in hip, normal delivery (live child), genital herpes simplex, psychological disorder nos, suicidal ideation, hallucinations, headache, bipolar disorder, asthma, vaginal delivery, tobacco user, opioid abuse, uterine dilation and curettage, blood transfusion, peripheral swelling, unable to urinate, menometrorrhagia and pelvic adhesions. Tissue(s) submitted: a endometrial curettings; foreign body, essure right side of uterus microscopic diagnosis: endometrium, curettage: proliferative endometrium. Foreign body: metallic coils; gross only. Clinical diagnosis/history: pelvic pain, menorrhagia gross description: specimen a received in formalin labeled "(B)(6)" and designated "endometrial curettage" are multiple tan tissue fragments admixed with blood clot, 2.5 x 1.3 x 0.2 cm. All mil. Specimen b. Received in formalin labeled "(B)(6)" and designated "foreign body essure, right side of uterus" are two metallic coils, consistent with an essure device, 2.8 cm in length x 0.1 cm in diameter and 3 cm in length x less than 0.1 cm in diameter. The specimen is gross only. Previously administered products included for an unreported indication: atarax and percocet. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013 and yeast infection. Concomitant products included hydroxyzine since (B)(6) 2012 for depression and anxiety as well as diclofenac from (B)(6) 2012, hydroxyzine hydrochloride since (B)(6) 2011, oxcarbazepine (trileptal) from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2012 and piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, infection, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain 'and emotional anguish because of the essure device. Patients received treatments for pain, bleeding, bladder/ urinary prob and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: normal transvaginal ultrasound of the female pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal cramping, depression, anxiety, cramping. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.